Event description:
A low reading issue was reported with the adc device. Customer received unspecified low scan results and experienced fear. Customer was able to self treat with glucose tablets and food but called paramedics as a precaution and upon their arrival, was provided unspecified treatment. An hcp meter reading of 148 mg/dl was obtained, however it is unknown if the reading was obtained before or after treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh061cg9u0 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.